Manufacturer narrative:
D10 concomitant products: sigsdl45ctvt, sigsdl45ctvt 45mm vasculr/thin lng sd CT (lot#: n4f2141uy), sigsdl45ctvt, sigsdl45ctvt 45mm vasculr/thin lng sd CT (lot#: n4f2141uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a zenker¿s diverticulum, the surgeon felt resistance when firing and believed the firing sequence was complete but two different 45mm reloads appeared to have only fired to about 30mm. A resect and re-staple intervention was performed to address the issue.